Event description:
A malfunction alarm with the code malf 16 was reported, and a reset was attempted but did not resolve the issue as the malfunction recurred. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether their level exceeded 500 mg/dl. Tandem technical support provided information for resetting the pump and arranged to replace it. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to put the pump in storage mode before returning it with the pre-paid label within 10 days.